Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a flattened deflated state. The balloon had been subjected to positive pressure. A longitudinal tear was noted in the balloon material -starting at approx. 1mm proximal to the proximal marker band and extending distally approx. 8 mm in length. 3 blades were present on the balloon surface however the following blade damage was noted: blade 1 - blade portions missing in 2 areas along the blade - on the proximal blade segment 2 mm portion of blade missing and on the distal blade segment a 3.5 mm portion was missing. Blade pad intact throughout. Blade 2 - proximal blade segment found to the lifted from its pad at breakpoint -blade pad intact. Blade 03 - no issues noted. A visual and tactile examination found no issues with the hypotube of this device. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the balloon ruptured and a blade detached. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was intentionally inflated beyond the rated burst pressure, due to the severe calcification, and ruptured at 20atm. After the device was removed outside the patient, a blade was observed falling off the balloon. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured upon six inflation and was thought that this caused the balde to detach. An ivus was used to confirm the missing blade, however it has not been found inside or outside the body so the lesion was fully covered with the stent.

Event description:
It was reported that the balloon ruptured and a blade detached. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was intentionally inflated beyond the rated burst pressure, due to the severe calcification, and ruptured at 20atm. After the device was removed outside the patient, a blade was observed falling off the balloon. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured upon six inflation and was thought that this caused the balde to detach. An ivus was used to confirm the missing blade, however it has not been found inside or outside the body so the lesion was fully covered with the stent.

Event description:
It was reported that the balloon ruptured and a blade detached. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was intentionally inflated beyond the rated burst pressure, due to the severe calcification, and ruptured at 20atm. After the device was removed outside the patient, a blade was observed falling off the balloon. The procedure was completed with a different device. No patient complications were reported.